Event description:
It was reported to philips that a possible problem was identified with the device battery. Additional details have been requested. There was no patient involvement.

Event description:
The customer contacted the philips response center. It was later clarified with the involved philips field service engineer via email that the battery was ordered with no indication of malfunction. The battery was ordered as a spare. There was no malfunction of the heartstart mrx or the battery.

Manufacturer narrative:
There was no malfunction of the heartstart mrx or the battery. H3 other text: no malfunction.